Event description:
Failure of electronic remote clamp (erc) during cardiac bypass. This is a safety device that clamps the arterial line of the heart-lung machine if air or level sensors trigger. The case was finished and the pt safely weaned from the h-l machine without incident. Patient doing well post surgery. Upon examining the device, it was discovered there was a screw rattling around inside the case loose. Unit is fairly new and so has never had case opened since purchase, so either the screw worked itself loose or it was never secure in the first place when unit was assembled by the manufacturer. Contacted sorin and they are replacing the entire clamp for us at no charge and we are sending the problem clamp to them for evaluation.